Event description:
During a transseptal puncture, the tip of the wire guide broke off and remains in the pt's heart. No effect to pt, they have been watching the pt for a few weeks, the tip appears to have embedded itself in cardiac tissue and has not moved.

Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number has been provided to assist in this investigation. Unfortunately, at this time we are unable to determine if this complaint was contributed to a procedurally related circumstance, human anatomy or device related. Nevertheless, the appropriate personnel have been notified of this incident. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.